Event description:
On february 24, 1997 the radiologist implanted a 22mm x 35mm tracheobronchial wallstent in the patient's superior vena cava. The patient had been suffering from hyperplasia as a result of chemotherapy. The wallstent migrated three days post-implant and was removed by surgery. The patient has had no further complications.